Manufacturer narrative:
Investigation conclusion: the sample in question has a lower but pronounced curve that indicates a true positive result. Sample could be sign of contamination or a sample that is at or near lod of the assay (limit of detection). Root cause: unable to determine. Source: email.

Event description:
Customer reporting 1 false positive sars patient result of unknown symptomatic status. Customer communicated the results were confirmed negative by pcr.